Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour usb meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model number was not provided.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour usb meter. There was no allegation of an adverse event. The customer discarded the meter. Therefore, the device is not expected to be returned for evaluation. A replacement meter kit was sent to the customer.